Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had incontinence, fell in (B)(6) 2019, and was hospitalized for one month. This was noted to be ongoing. No further complications were reported or anticipated.